Event description:
It was reported that the customer received multiple sensor error alerts. His blood glucose level was 336 mg/dl. The customer also reported that his sensors were bent. The enlite tape caused the customer to get blisters. The product will be returned. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that the sensor passed per specifications with accurate readings however, found the sensor cannula bent. Unable to confirm if the customer received the sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.